Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the nurse misread the instructions on how to set up the pca. She thought the ¿put flange flush in the machine¿ meant push the plunger all the way down. She gave the patient a bolus of 30mg/cc¿s of morphine. Narcan was given and the patient was ok; there was no permanent harm. Education was provided to the clinical staff.

Event description:
It was reported that the nurse misread the instructions on how to set up the pca. She thought the ¿put flange flush in the machine¿ meant push the plunger all the way down. She gave the patient a bolus of 30mg/cc¿s of morphine. Narcan was given and the patient was ok; there was no permanent harm. Education was provided to the clinical staff.

Manufacturer narrative:
Correction: initial reporter phone #: unknown. Additional information: imdrf annex a, g and d grid. Manufacturer narrative: the root cause for the reported issue was reported to be user error; however no product was returned and the event could not be confirmed. A device malfunction was not alleged or is believed to have occurred. The reported issue that the pca overdose due to nurse misread the instructions on how to set up the pca could not be confirmed; no further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported that the nurse misread the instructions on how to set up the pca. She thought the ¿put flange flush in the machine¿ meant push the plunger all the way down. She gave the patient a bolus of 30mg/cc¿s of morphine. Narcan was given and the patient was ok; there was no permanent harm. Education was provided to the clinical staff.